Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that during a lead replacement procedure on (B)(6) 2020 reported in manufacturer report number 1627487-2020-31999, the l4 position lead was cut and partial of the lead remains implanted in the patient. There were no additional complications during the procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.